Manufacturer narrative:
A device history record review was performed for lot number 65959474. The product passed without any nonconformance reported on the device history record. The lot history review was also performed for lot number 65959474 and no other complaint with the same lot number or defect code was evaluated related to this reported issue. The reported failures could not be confirmed as manufacturing defects. As a result, a definitive root cause could not be determined. The suspect device passed all testing and met all manufacturer specifications. A review of the relevant final work order documentation and manufacturing records found no deficiencies. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during use in patient, this swan-ganz pacing catheter could pace at first but it became unable to pace in the middle. When this catheter was replaced, the problem was solved. The size of the sheath introducer used with this catheter is unknown. There was no allegation of patient injury.